Event description:
The patient reported that the doctor had informed patient that the "pacer is reporting that my heart rate is very high at times" the patient states that at the high rate "I should be feeling it all over my body". The patient inquired if something could be wrong with the device. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.